Manufacturer narrative:
Result: faulty scale module.

Event description:
It was reported by service report that the scale is not working. It is unk if there was pt involvement or adverse consequences to report.